Manufacturer narrative:
The explanted products were discarded by the medical facility, and will not be returned for evaluation.

Event description:
During explant procedure of trial leads, it was discovered that the pt had an infection at the incision site. The pt was hospitalized and treatment was provided for the infection. The pt has since been released and his infection has cleared.